Event description:
Pt put the pad on the bottom of her foot and slept with it. Upon removal, she stated, it looked like varicose vein along with pain, cramping and bruise. Customer said that she never had varicose veins before. She was unable to provide any device ID number.